Event description:
It was reported that shaft leak occurred. The stenosed target lesion was over 70%, located in the mildly tortuous and severely calcified left anterior descending and left circumflex arteries. A 32 x 2.75mm promus premier drug-eluting stent (des) was selected for treatment. However, during balloon inflation, air leakage occurred from the tip of the device, despite no visible pinhole in the balloon material. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure. It was further reported that air leakage was observed at the lesion site. Air was used for balloon inflation because the procedure involved a balloon-dilation stent. An attempt was made to inflate the balloon, but no negative pressure was applied prior to insertion. A 6f non-boston scientific (bsc) guide catheter and a non-bsc guidewire were used. No other devices were present in the vessel, and no significant resistance was encountered during the procedure.

Manufacturer narrative:
A4. Weight: 44.5 kg. B5. Describe event or problem updated. (B)(6). Device evaluated by MFR: promus premier ous mr 32 x 2.75mm was returned for analysis. A visual and tactile inspection identified multiple kinks along the hypotube shaft. A visual and tactile inspection identified no kinks or damaged of the shaft polymer extrusion. A microscopic inspection identified no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Three pinholes were identified in the distal balloon cone when attempting to inflate. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. A leakage testing was performed, and an attempt was made to inflate the balloon to rated burst pressure however, the pressure was unable to maintained as inflation liquid was leaking from three pinhole in the distal balloon cone. Microscopic examination identified a pinhole above the distal markerband and another pinhole 1mm distal to the distal markerband.

Manufacturer narrative:
A4. Weight: 44.5 kg. E1. Initial reporter phone: (B)(6).

Event description:
It was reported that shaft leak occurred. The stenosed target lesion was over 70%, located in the mildly tortuous and severely calcified left anterior descending and left circumflex arteries. A 32 x 2.75mm promus premier drug-eluting stent (des) was selected for treatment. However, during balloon inflation, air leakage occurred from the tip of the device, despite no visible pinhole in the balloon material. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.